Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the patient experienced high blood glucose level. The customer¿s blood glucose level was 461 at the time of the incident. Customer was treated with manual injection. Customer did not report any symptoms due to high blood glucose event. The device will not be returned for analysis.